Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of a guidezilla ii 6f long guide extension catheter. The device was visually and microscopically examined. At 1.9cm distal from the collar, the shaft of the device was kinked. At 5mm proximally from the tip to the end of the tip, the shaft, markerband and tip were flattened. The damage to the device indicates there was force while handling the device which can occur during preparation or procedural use. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. A 6f long guidezilla ii guide extension catheter was selected for use. During preparation, upon removal from package, the technician noticed that the tip was damaged. It was noted that the device was broken/fractured. The procedure was completed with another guidezilla. No patient complications were reported.

Event description:
It was reported that the device was fractured. A 6f long guidezilla ii guide extension catheter was selected for use. During preparation, upon removal from package, the technician noticed that the tip was damaged. It was noted that the device was broken/fractured. The procedure was completed with another guidezilla. No patient complications were reported.